Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the protege gps stent during procedure for patient treatment of the iliac legion. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray) and no issues noted when removing the device from the hoop/tray. IFU was followed. The thumbscrew/lock-pin was checked for securement prior to procedure. There was severe resistance noted during advancement. The thumbscrew/lock-pin was not removed prior to attempted deployment. The device passed through a previously-deployed stent. It was reported that the device was unable to deploy. No intervention was required for the safe removal of the device. The stent struts were partially exposed/visible on the device removal. The procedure was completed with a non medtronic product. No patient injury.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loose. The strain relief confirmed stent size the device was returned with the deployment paddles/grips pushed together the stainless stell hypotube had a kink / bend on the proximal side at approx. 10cm the strain relief was away from the locking pin and the locking pin nut was loose on the clear inner sheath the outer sheath was skived back and the distal tip and sheath were located at approx. 10cm from the distal end of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no vessel damage noted during removal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.